Manufacturer narrative:
The explanted device was not returned to (B)(4) as it was kept by the medical facility.

Event description:
A report was received that the patient was having charging issues. The patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was experiencing frequent ipg charging. No further information could be obtained.

Event description:
A report was received that the patient was having charging issues. The patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively.